Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right atrial lead had dislodged. The lead would not stay in place so the physician requested a lead with competitive active fixation. The ra lead was explanted. The lead will be returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial lead had dislodged. The lead would not stay in place so the physician elected to use a lead with active fixation from another manufacturer. The ra lead was explanted. The lead will be returned for analysis. No adverse patient effects were reported.